Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer was delivering insulin and she pushed the b button, for her blood glucose, it kept saying 107 which was her blood glucose, and then she pressed the act button to input the carbohydrates by then the device was not responding. Customer removed the battery and reinserted it and was able to input data and deliver the bolus. Then she went for a walk and when she got home, the device started alarming button error. There was a little moisture from her sweat because she had her device in her bra. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at the reservoir tub, battery tube threads, minor scratched lcd window and missing end cap sticker.